Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient had bilateral bifurcations below the mid femoral heads, calcification in the bilateral common iliac and near the mid femoral heads in right femoral artery and left femoral artery. The right transfemoral access was greater than 5.5 millimeter (mm) and the left transfemoral access was greater than 5.0 mm. The physician elected to use the left transfemoral access site for the procedure. A preemptive cut down was performed due to a small calcified access site with the plan to do a femoral repair after valve was deployed. The valve was implanted. At the end of the procedure, a dissection occurred. A femoral repair was performed with three iliac stents implanted. According to the physician, the cause of the dissection was the small calcified access. However, the physician also reported the delivery catheter system (dcs) contributed to the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: vascular access related complications, such as dissection are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the cause of the dissection was the small, calcified access. This indicates that the probable cause of the dissection was patient anatomy. However, without procedural images and the limited information available, an assignable root cause of the dissection cannot be determined and a relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.